Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. There was no impact to the customers blood glucose level. Reportedly, the reported issue has been occurring for the past week. It was indicated that the customer would continue to use the pump until the replacement arrives.